Event description:
Reported via clinical study: it was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During the routine 45 day follow up computed tomography (CT) imaging identified a 5.59mm peri device leak. No corrective actions or diagnostic tests were performed.